Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and the lens was torn upon insertion. The lens was removed and a replacement lens was implanted without any pt injury.

Manufacturer narrative:
H6: eval: results: a visual inspection of the returned product showed that there was a small tear in one of the plate haptics and a clear surgical residue on the lens. Conclusions: based on the complaint history, and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.